Event description:
Reporter stated that patient had obtained a blood glucose results of 122 mg/dl, while using the suspect device. Reporter indicated that, shortly thereafter, patient began experiencing symptoms of hypoglycemia ("talking weird and sweating"). Emergency medical services were contacted, and upon their arrival, patient's blood glucose measured 36 mg/dl. Patient was given soda, chocolate, and juice, to elevate blood glucose. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.